Event description:
During insertion of a venous access port, a portion of the peel away introducer separated and migrated into the subclavian vein. A femoral puncture was performed and a snare-type retrieval device was inserted. The tip of the introducer sheath was snared and successfully removed from the pt. The tip retrieval procedure lasted approx 2-3 hrs. Implantation of the venous access port was aborted. The pt is recovering.